Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a generator change procedure, this implantable cardioverter defibrillator (ICD) was observed to exhibit high out of range shock impedances on the right ventricular (rv) lead. The device was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.